Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100298427. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100160333. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Decrease in pressure and incontinence are acknowledged within the instructions for use (IFU) and are not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and is indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) was slowly leaking again. The physician suspected cause of the recurring incontinence was less pressure in the prb over time. A surgical procedure was performed during which the pressure regulating balloon (prb) was explanted and replaced with a higher pressure balloon. The patient fully recovered, and there were no further patient complications reported.